Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device turns off by itself which was not reproduced during evaluation. The reported device turns off by itself was verified through a review of the event history log and found during a visual inspection to be caused by contaminated contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off by itself. There was no patient involvement. No additional information is available.